Manufacturer narrative:
Fractured piece of the zb screw inside the implant was returned for investigation. Visual inspection of the as returned product identified significant wear and damage about the implant threads and collar. The internal drive feature was confirmed to contain the reported screw, which was too badly damaged to be removed or identified. Signs of removal are noted on the screw and implant. No pre-existing conditions were noted on the per. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or devices (zimmer screws + tsv4b11). Therefore, based on the available information, screw malfunction did occur and the reported event was confirmed. A definitive cause could not be identified.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown screw fractured inside the implant during the try-in test. Fractured screw could not be removed and implant was removed. Tooth location 30.